Event description:
It was reported that during phacoemulsification the system shut down, rebooted itself, and went into safe mode. The staff removed this system from the or and brought in their back-up system to complete the case. Case was successfully completed without patient injury.

Manufacturer narrative:
Evaluation summary: upon inspection and analysis of the unit, field service engineer (fse) visited site and replaced 100ma power supply with 300ma power supply. Fse replaced new advantech sbc, and upgraded system to new software version 6.021. Per fse system meets amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.